Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
Communication failure occurred while registering, resident operating the robot. Arm was extended and trying to scan right side of face. Patient was positioned supine, but patient¿s head was turned to the right. Shutdown and restart occurred. Registration needed to be restarted. 15 minute delay. Patient under anesthesia, no incision made.

Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation confirmed that a communication error occurred due to an over force detected on the axis 2 of the arm. Indeed, the user attempted to reach the farthest point, opposite to the arm. The arm was extended at its maximum when the cooperative mode was launched. The shutdown is a normal behavior of the device.

Event description:
Communication failure occurred while registering, resident operating the robot. Arm was extended and trying to scan right side of face. Patient was positioned supine, but patient¿s head was turned to the right. Shutdown and restart occurred. Registration needed to be restarted. 15 minute delay. Patient under anesthesia, no incision made.